Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis confirmed the reported failure mode, however fault isolation could not be completed successfully due to failure complexity.

Event description:
It was reported that the batteries were replaced on the external pulse generator (epg) and it would not stay powered on. It was also reported the device will not turn on. The caller stated they measured the battery voltage in the device, which equaled 9.3 volts. The battery contacts looked clean and shiny. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).